Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call unexpected restart alarm and external ram crc error alarm. Customer advised they received a shock from the insulin pump when they replaced the battery. Customer advised they received a replacement insulin pump and the past two times they replaced the battery they received an unexpected restart alarm. Troubleshooting for the unexpected restart alarm was performed. Customer's alarm history shows multiple unexpected restart alarms and external ram crc error alarms. Troubleshooting for the external ram crc error alarm was performed. Customer advised the alarm did not occur during the rewind/prime sequence. Customer received the alarm every time they replaced the battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed and loss of settings with battery change due to faulty connector on interface board. No alarms noted. No electric shock noted. No cosmetic damage noted.